Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2016 with the following findings: a review of the black box data showed multiple replace battery alarms on 03/10/2016. A visual inspection of the pump showed that the battery compartment and returned battery cap were intact. The battery cap was able to fully tighten on to the pump. The pump¿s current draws were found to be out of specifications. Internal moisture contamination was found due to an unrelated display lens leak. The pump cover was opened and moisture was observed on the continuous glucose monitoring circuit. The transceiver and continuous glucose monitoring circuit were unplugged and the current levels returned to specifications.